Event description:
It was reported that during a surgical procedure at the user facility, the device was getting too hot. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical intervention.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a surgical procedure at the user facility, the device was getting too hot. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical intervention.